Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 3331 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. H10: narrative/data was updated. Zimvie received one (1) tsvt6b11, (imp,tsv,6.0,11.5,mtx,mg). A visual evaluation was performed, the implant was damaged from the removal process. The implant had bone on the external threads and dried debris on the internal threads. The implant collar was fractured and a screw was identified inside the implant. DHR review was completed for the subject lot number 62443231. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 62443231 for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the clinician selected an implant that was unable to resist long-term occlusal loading. Therefore, based on the available information, device malfunction did occur. The implants collar was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the implant on tooth site #30 was removed due to a fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). G4: PMA/510(k) number: k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.